Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A patient implanted for radiculopathy reported they hadn't charged their implantable neurostimulator (ins) because they didn't need it and stimulation never covered the pain area they needed to have covered. Reprogramming occurred many times, but they were unable to get it to cover where the patient needed it. On (B)(6) the patient the patient went to the doctor's office to meet with the manufacturer's representative (rep) to have their ins jump started because it was overdischarged, they were unable to charge, the patient was not able to charge the recharger, and the recharger wasn't charged. The patient requested to have the recharger replaced because the manufacturer's representative (rep) said it was very old and wasn't sure if the recharger was functioning. No out of box failure was alleged. The last time the patient charged or felt stimulation was in 2014. The rep. Was planning on meeting with the patient on (B)(6) to try and bring the battery out of overdischarge and troubleshoot their therapy. It was later reported that the manufacturer representative was able to perform a physician mode recharge (pmr). Their battery was almost at end of life (eol) and they were planning a battery replacement.